Event description:
It was reported that a device was used during a esophagogastrectomy. The device fired without incidence. On first post operative day, leakage of the anastomosis was identified. Patient was returned to surgery to reinforce the staple line.